Event description:
During the preparation of the cement, a person in the operating room connected an air line instead of a vacuum line which caused the powder to be dispersed throughout the operating room. One of the nurses in the operating room developed a rash subsequent to her exposure to the cement. The nurse has since recovered from her rash. There was no adverse consequence for any pt.

Manufacturer narrative:
The evaluation results indicate that this event was caused by user error.